Event description:
It was reported that an aneurysm occurred. The patient was on a prior regimen of aspirin (>= 72 hours) and antiplatelet medication other than aspirin (>= 72 hours). Prior to the procedure the patient received heparin, antithrombotic medication and a loading dose of 75 mg of clopidogrel. The 2.75 mm x 18 mm target lesion located at the first obtuse marginal vessel was pre-treated with four devices using the largest balloon diameter of 2.25 mm x 20 mm wolverine and non-compliant balloon angioplasty catheter resulting in 0% residual stenosis and timi flow of 3. The lesion was then successfully treated with the 2.25 mm x 20 mm synergy xd stent demonstrating 0% residual stenosis and timi flow of 3. Post synergy xd stent placement, aneurysm with timi flow 3 was indicated. The patient discharged.